Event description:
It was reported that the 2800 sys would not power up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following components have been requested. Workstation cable with on/off switch and power control pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.